Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in 2024; further described as ¿the last six months¿. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia cassettes had a cut on the lines.this was observed prior to connecting the devices to the patient for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.